Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5167239.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture thresholds and an unspecified defibrillation impedance problem. No intervention was reported. The patient condition was unknown.